Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: dvea3e4 ev-ICD, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited an increase in noise and oversensing since the last transmission late (B)(6) 2024. It was noted that the myopotential noise oversensing were mostly 1 second but the longest was 8 seconds, and prior to this there were 4 episodes lasting 1-2 seconds but have been spread out since implant in (B)(6). The company¿s technical services was consulted and from review of the date it was determined that it looks to be periods of p-wave oversensing (pwos) with some t-wave oversensing (twos) when the r-waves drop and always in the morning. The ev-lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated right ventricular oversensing. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was completed.